Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event is unknown, however, the information was taken from article dated 18dec2013. The information came from literature article: thomas a. Forbes & andrew j. Lunn, montelukast: a novel therapeutic option in eosinophilic peritonitis. Pediatr nephrol (2014) 29:1279¿1282. Pg. 1281. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a disconnection and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced an unspecified disconnection issue and subsequently had ¿an asymptomatic flare in pd fluid and cloudy pd effluent¿ (no further details were provided). It was not reported whether the patient was hospitalized or treated for the event of cloudy effluent subsequent to the disconnection issue. On an unreported date, the cloudy effluent was resolved. No additional information is available at this time.